Event description:
It was reported that during a pph procedure there was difficulty removing the device. When the device was removed, the staples were malformed. Sutures were placed along the line of the malformed staples to complete the case. There was no reported patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.